Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 4 years, due to unknown reasons. No allegations of early failure have been made.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through medical records that a 27mm 7300tfx mitral valve was explanted after four (4) years, eight (8) months, due to severe mitral stenosis and accelerated structural valve deterioration. The patient presented with decompensated heart failure. Intra-operative echo showed thickened mitral valve leaflets with restricted motion, mild regurgitation, and elevated gradient. The most posterior leaflet was the least mobile of the three leaflets. The explanted device was replaced with a 31mm non-edwards mechanical valve. Patient was discharged home medically stable on post-operative day seven (7).

Manufacturer narrative:
H10. Additional manufacturer narrative: tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors.